Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence and urgency frequency patient reported that they received a connection lost message on her programmer so they reached out to their sales representative and they resolved this issue and explained how the device works. Patient further reported that they did not felt stimulation but initially felt stimulation. Patient further reported that they had "not voided on my own, I just did it with my catheter" and that its been this way since the therapy had not helped and that "about a half an hour ago I did actually feel the urge to urinate for the first time this morning, but maybe that's because I made sure the screen stays on all the time". During troubleshooting patient increased stimulation to 2.8v and is going to try this setting to see if it helps their symptoms and confirmed feeling stimulation. No further complications were noted or anticipated.